Event description:
(B)(4). The essure was put in on (B)(6). From the moment it was put in I was in pain, nausea. Pain having sex. My cervix pain. Sores in my mouth. Dizziness that made my nausea worse.